Event description:
The customer reported that this right ventricular (rv) lead was surgically abandoned (capped) due to low impedance and high threshold measurements (no measurements provided, per customer). Per the customer, no adverse pt effects were reported. The lead was actively implanted for approximately 16 years, 1 month.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. A new lead was implanted with no adverse pt effects reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.